Event description:
According to the reporter, during a laparoscopic procedure, the device would not grasp properly because the jaws would not close on the tissue. A new device was used to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.